Event description:
It was reported that the lead was replaced due to dislodgment. The physician elected to use a new lead. The patient did not experience symptoms due to this issue and left the procedure room in stable condition.